Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as cause unknown. The visual inspection noted that the shaft was broken at the funnel. Molding evidence was found. Per dimensional evaluation, the shaft od was measured, and the result of the measurement was: 0.2053¿ (specification is 0.207¿ ±0.010¿). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter broke at the y-connector. Per follow up with complainant, it was reported that the catheter breaking at the y-connector caused the balloon to deflate. The complainant alleged that the catheter was removed, however not replaced. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke at the y-connector. Per follow up with complainant, it was reported that the catheter breaking at the y-connector caused the balloon to deflate. The complainant alleged that the catheter was removed, however not replaced. No patient injury was reported.